Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: left-sided cervical radiculopathy with cervical and focal neural foraminal stenosis at c3-c4, c4-c5, and c6-c7 with some loss of lordosis. The patient underwent the following procedures: c3-c4 and c4-c5 anterior cervical diskectomy and fusion, c6-c7 anterior cervical diskectomy and fusion, removal of hardware at c5-c6, use of bmp, use of allograft, use of peek interbody cages at c3-c4, c4-c5, and c6-c7, plating c3-c4 and c4-c5, plating at c6-c7. As per the operative notes, ¿the posterior longitudinal ligament was identified and taken down. The neural foramina were opened bilaterally. Good decompression was confirmed bilaterally and hemostasis obtained. The endplates were then squared off and we sized up for #8 peek interbody spacer packed with bmp and allograft. This was gently tamped into place. At this point, attention was placed at the c4-c5 interbody disk space. The disk space was opened and cleared. The posterior longitudinal ligament was opened as well. Posterior osteophytes were taken down and neuro foramina were clear bilaterally confirmed with a nerve hook. The endplates were then squared off of with the drill and sized up for #7 peek interbody spacer, which was packed with bmp and allograft and gently tamped into place. The endplates were squared off and sized up for a #9 peek interbody spacer packed with bmp and allograft, which was then gently tamped into place. Once this was done, a plate was placed from the bottom of the previous construct and the old holes with over sizing screws to c7 effectively instrumenting c6-c7. The position was confirmed on fluoroscopy and determined to be in good position. The screws were locked. At this point, a plate was placed from c3-c4 to the top of the previous fusion mass what used to be c5. This was confirmed on fluoroscopy and shown to be in good position. The screws were locked down.¿ no intra-operative complications were reported. (B)(6) 2011: the patient was discharged from the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.